Event description:
It was reported that there is no audible alarm. No patient involvement.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a noisy pump, a corroded drain fitting, a worn line cord and plate clip, an outdated pcb and power switch. The customer stated problem was duplicated. There was no sound when the alarms were triggered confirming the customer complaint. Replaced the pump, drain fitting, plate clip, line cord, and reflux plug. Also upgraded the pcb, power switch, and retainer. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.